Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not detach from the catheter to deploy. Eventually, the clip detached and a "spring came out." The spring was successfully retrieved and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain procedure information has been unsuccessful. If further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was fully deployed and the clip assembly was not returned with the device. The hypo tube was noticed to be missing. The spring was not missing. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not detach from the catheter to deploy. Eventually, the clip detached and a "spring came out." The spring was successfully retrieved and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain procedure information has been unsuccessful. If further information is obtained, a supplemental MDR will be filed.